Manufacturer narrative:
Medwatch fields a2 age number, a2 age units, a3a sex, d1-d4, g1, and g4 were updated. The repeat results on (B)(6) 2026 were 0.065 mg/dl with a data flag, 0.0805 mg/dl with a data flag, 0.0841 mg/dl, 0.0792 mg/dl with a data flag, 0.0818 mg/dl with a data flag, 0.0796 mg/dl with a data flag, 0.0818 mg/dl with a data flag, 0.0814 mg/dl with a data flag, 0.0792 mg/dl with a data flag, 0.0788 mg/dl with a data flag, and 0.0770 mg/dl. The customer noted these results were obtained after the sample had been stored for some time, exposed to light. The customer was using unsupported partner channel assays, which may cause unknown carry-over interference. For the suspect sample tubes, the gel layer was not well separated and was contaminated with erythrocytes. The investigation determined that the event was due to a combination of the hardware issues found by service and pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer checked the sample pipette wash, cuvette filling, photometer, cuvette blank, reagents, maintenance records, sample quality, and water conductivity. He found salt precipitates on the cuvettes, a dark color on the tubing for the dryer, wear on some tubing, and unexplained dirt at the base of the basic and acidic solutions. The investigation is ongoing.

Event description:
There was an allegation of questionable results bil-d gen.2 (direct bilirubin) from the cobas c 503 analytical unit when compared to the results from the cobas c303 analyzer. The result from the cobas c503 analyzer was 1.800 mg/dl. The result from the cobas c303 analyzer was 0.128 mg/dl. This result was believed to be correct. On (B)(6) 2026, the sample was repeated on both analyzers with similar results. No specific data was provided.